Event description:
Information was provided that during an attempt to insert, a central venous catheter, the patient's vein was cannulated and the guide wire was inserted. When the clinician attempted to pass the catheter over the wire, it would not go. A second pack was opened with the same problem. Another pack from a different lot was opened and the new catheter was inserted. There was additional blood loss due to the vein being accessed and the catheter not immediately available.

Manufacturer narrative:
Still under investigation.